Manufacturer narrative:
Customer reported that the occlusion device was out of range. Labels seals were intact, the device was in good condition. The pressure was tested, the device did not activate within specification. Problem caused by downstream sensor. Unable to determine what caused the problem. Replaced downstream sensor.

Event description:
It was reported that the occlusion device was out of range. No patient injury was reported.

Event description:
It was reported that during testing with no patient involvement, a smiths medical pump exhibited an occlusion setting that was out of range (69.9).